Manufacturer narrative:
On (B)(6) 2019, mentor received an update on the events submitted in the initial report. The patient underwent bilateral explantation on (B)(6) 2019. The pre-operative diagnosis was bilateral capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms, pain, and gel rupture. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported via FDA mw5086817 that a (B)(6)-year-old (B)(6) female patient underwent a primary breast augmentation with a 550cc mentor memorygel breast implant. The patient initially experienced changes to her right-sided breast shape as well as swelling at the top of that breast. Per MRI on (B)(6) 2019, there is a confirmed gel bleed and silicone in the lymph nodes of her right armpit. The patient also reports that she has a whole list of issues she is dealing with medically that cannot be explained. The patient reported that in 2016, she began experiencing prominent health issues. Her blood work would return normal, however, she was diagnosed with fibromyalgia, and experienced chronic migraines, chronic fatigue, arthritis-like issues in her joints, especially her hands, feet, and back. She also reported brain fog, memory issues, and body pain. The patient¿s symptoms had progressed so significantly that she had to stop working in 2018. As a result, the patient underwent bilateral explantation on or around (B)(6) 2019. The root cause of the patient¿s symptoms is unclear. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, the device was observed to be intact. Leak testing was performed and no leak sites were detected. No anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The changes to the patient's right breast occurred after an unspecified injury in july 2018. Manufacturer's reference number: (B)(4).